Event description:
The customer reported that there were communication failure error messages. There is no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable and the lemo connector were replaced. The system was tested and found to be working as intended and put back into service.